Manufacturer narrative:
Visual and functional inspections were performed on the returned device and the reported rupture was confirmed. It was noted that there was a pinhole in the balloon at the distal balloon marker confirming the reported rupture. The reported activation failure was unable to be confirmed or replicated as it was based on operational circumstances during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot and relabeled lot. In this case, the device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture and activation failure/deployment issues appear to be related to operational circumstances of the procedure. It is likely that the during stent deployment, the balloon became compromised and/or damaged against the anatomy or stent resulting in the reported/noted pinhole balloon rupture resulting in the stent not fully deploying. Additionally, the treatment appears to be related to the operational context of the procedure as an armada 35 balloon catheter was used to fully expand the stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right common iliac artery that was heavily calcified and moderately tortuous. The omnilink stent system was advanced to the lesion without issue. During deployment, the balloon ruptured at 7 atmospheres. The delivery system was removed without issue and an armada 35 was used to fully expand and open the stent to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.